Event description:
In 2006, nellcor puritan bennett received a report where it was claimed that the device developed a leak between the inner and outer cannula during use on a ventilator patient. The tube was replaced.

Manufacturer narrative:
The reported complaint mode of "fluid/pressure leak" is being addressed in a CAPA.